Event description:
Patient providing CT scan results reporting joint pain which was deemed not to be device related. Patient has further reported capsular contracture baker grade iii. This relates to the left implant. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: joint pain and capsular contracture baker grade iii.

Event description:
Patient providing CT scan results reporting joint pain which was deemed not to be device related. Patient has further reported capsular contracture baker grade iii. This relates to the left implant. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified the device was broken shell and black particles material on the shell. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.